Event description:
It was reported that there was an issue with sy932ts - ennovate mis curved rod 5.5x40mm. According to the complaint description, the revision surgery was 4 years post surgery due to fracture of implant. Initial surgery: (B)(6) 2018, revision surgery: (B)(6) 2022. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: 400549835 - sy636ts - ennovate polyax.screw 6.5x55mm canulated, lot 52368819a. 400549837 - sy636ts - ennovate polyax.screw 6.5x55mm canulated, lot 52390693. 400549838 - sy001ts - ennovate set screw sterile, lot 52382956. 400549839 - sy001ts - ennovate set screw sterile, lot 52382963.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Involved components: 400549835 - sy636ts - ennovate polyax.screw 6.5x55mm canulated, lot 52368819a, 400549837 - sy636ts - ennovate polyax.screw 6.5x55mm canulated, lot 52390693, 400549838 - sy001ts - ennovate set screw sterile, lot 52382956, 400549839 - sy001ts - ennovate set screw sterile, lot 52382963.

Manufacturer narrative:
Investigation results: visual investigation: the complained rod arrived broken in two parts. At first we made a visual inspection of the received parts. We noticed, that a part (splinter) of the material is missing, the missed parts were not enclosed. In the next step we investigated the fracture surfaces of the two parts. Both fracture surfaces show large areas with secondary damage (rubbed glossy surfaces, blue hatched). Both fracture surfaces show no hints for a material failure like blowholes or other foreign material inclusions. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.